Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was presumed that water/humidity entered the subject device, caused damage to the image sensor unit, which led to the suggested event. The event can be detected by following the instructions for use (IFU): ltf-s190-5 operation manual chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.